Manufacturer narrative:
(B)(4). Batch#: unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The stapler has partially fired, the blade has advanced halfway, even the stitches have formed up to halfway. The stapler was opened and removed without difficulty. As I anticipated in an email, the device has not yet been delivered to me as the report to the ministry was opened at the same time. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the nephrectomy procedure, that the patient was brought back into the operating room at 2am on 10/12 for emergency surgery due to a staple line failure. The patient underwent a hand assisted nephrectomy on 10/11 at 7:30am. Surgeon fired 3 white reloads on a on the device. Upon inspection, staples appeared intact, fibrillar was applied to the area and surgeon closed. The surgeon was called in for emergency surgery at 2am. The patient is recovering in ICU. No further details available at this time. The procedure was completed successfully. There were patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Additional information was requested and the following was received: what was the indication for surgery? Unknown. Is it the standard practice of the surgeon to use a60 mm device for a nephrectomy? Yes. Were the artery and the vein taken separately or together? Unknown. Were there any staple formation issues identified throughout the care of the patient? Not upon completion of procedure. How was the bleeding identified? Patient experienced pain. What was the site of the bleed? Unknown. What was done in the secondary procedure? Control/stop bleeding any indication that the renal artery was calcified? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2022 additional information received: I reached out to the surgeon's pa, , today but did not receive a response yet. Apologies, at this time I do have any additional information to share. I will share when I receive.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. Operative and pathology report received.